Event description:
It was reported that a pump has an error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer reference number: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported error 105 caused by a failed motor. The motor will be replaced.